Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the radiography was performed, and no anomaly was observed. A pump replacement would be performed (no date yet).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen (unknown concentration) at 345,4 mcg/day via an implantable pump. The indication for use was not reported. It was reported that in (B)(6) 2019, the motor of the pump stalled and restarted. During the refill visit on (B)(6) 2019, 15 ml of baclofen were removed from the pump when 1,9 ml were expected, but the patient had no specific symptoms. At the refill visit that occurred during the week of (B)(6) 2019, logs showed that the motor stalled and restarted; the nurse removed 20 ml of baclofen when 1,9 ml were expected, and the patient still did not have any symptoms. There were no observed environmental, external or patient factors that might have led or contributed to the event. A radiography was going to be performed to determine the status of the catheter. As the patient did not experience symptoms, the hcp planned to progressively decrease the baclofen dosage to determine if the patient still need a pump. The pump was not replaced. The pump status was ¿implanted ¿ out of service¿. The issue was not resolved. However, the patient's status was alive - no injury. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. No further complications were reported.